Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had exhibited episodes of non-sustained rv oversensing. Review of the session record noted myopotential oversensing. The patient was asymptomatic and no therapy was delivered due to the oversensing. Programming changes were made to the device. The patient will continue to be monitored.